Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed in the blower kit. No error codes were present during the evaluation. In addition to the above findings, it was also determined that the top and left door were missing on the returned device.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.